Event description:
It was reported that the "charging port is damaged and not responding". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.